Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was mixed in the sheath. It was reported that a signal noise occurred at the electrical signal of 13-14 electrode on both the carto 3 and the lab after it was inserted into the patient¿s body. It was also reported that air was mixed in the sheath. Details are under confirmation at the time of the call. The issue was resolved by changing the pentaray as well as the vizigo¿. The procedure was completed without patient consequence. Additional information was received on 13-apr-2022. It was reported that air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The air flows back into the side port issue was assessed as a MDR reportable product malfunction. The bad/ partial ECG (bs or ic) was assessed as not MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 22-may-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was mixed in the sheath. It was reported that a signal noise occurred at the electrical signal of 13-14 electrode on both the carto 3 and the lab after it was inserted into the patient¿s body. It was also reported that air was mixed in the sheath. Details are under confirmation at the time of the call. The issue was resolved by changing the pentaray as well as the vizigo¿. The procedure was completed without patient consequence. Additional information was received on (B)(6)-2022. It was reported that air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record (DHR) evaluation was performed for the finished device [00001879] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)